Event description:
It was reported "both were first time PICC pts with no issues with vessel/scaring/skin etc, one sheath was buckling when trying to advance it (the skin was nicked with the scalpel). One sheath broke when trying to remove it post PICC insertion. All parts of the sheath where removed and no medical intervention was necessary, both patients PICC insertions where completed." The patient's current condition is reported as "fine". Associated MDR number includes:9680794-2024-01090.

Manufacturer narrative:
(B)(4). The customer returned one peel away sheath for analysis. Definite signs of use in the form of biological material were observed on the returned components. Visual analysis revealed that the sheath tip was damaged and folded. The sheath was additionally severed to observe the cross section. The peel-away sheath was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "ensure dilator is in position and locked to hub of sheath." A lab inventory dilator was inserted into the sheath, and locked into the sheath hub. The dilator was able to pass through the sheath tip with little to no resistance. R & d and manufacturing were previously consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user. Due to the possibility that manufacturing contributed to this damage, they will further investigate this issue. A device history record review was performed, and the following relevant findings were identified: for part number eb-01051-002 with batches 34c23k0159 and 34c23k0253, the device history records revealed 6 non-conformances involved with batch 34c23k0159 and 1 non-conformance involved with batch 34c23k0253 regarding peel-away defects. At this time it cannot be determined if the findings are relevant to the reported event. The instructions for use (IFU) provided with this kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." The report of peel-away body damage was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath tip was damaged and folded. Despite the damage, the sheath met all relevant functional requirements. Various factors could contribute to the observed damage to the sheath tip , including the sheath tip manufacturing process and/or undue force applied unintentionally by the user , therefore, the root cause is undetermined. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "both were first time PICC pts with no issues with vessel/scaring/skin etc, one sheath was buckling when trying to advance it (the skin was nicked with the scalpel). One sheath broke when trying to remove it post PICC insertion. All parts of the sheath where removed and no medical intervention was necessary, both patients PICC insertions where completed." The patient's current condition is reported as "fine". Associated MDR number includes: 9680794-2024-01090.